Event description:
Intra-operative issue occurred during an elbow surgery performed on (B)(6) 2025. The surgeon tried linking implants using axle on a total elbow arthroplasty and tip of driver broke inside the axle while trying to implant. No broken pieces were left in the patient. The instrument involved in this event is the following: - screwdriver shaft for axle (part code 9015.90.006, lot number 23bq096) the event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the instrument involved in this event, no pre-existing anomaly was discovered in the items belonging to the same part code and lot number. The manufacturer will submit a final MDR as soon as the investigation is complete.